Event description:
It was reported that a pump alarm occurred during the loading process, specifically alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions to switch to multiple daily injections (mdi) as a backup insulin therapy. Technical support agreed to replace the pump, which was still under warranty, and confirmed the shipping address. The customer was instructed on how to store the pump and to return it using a pre-paid label within ten days, which they acknowledged and understood.